Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their enlite sensor was damaged. The customer¿s blood glucose level was 100 to 140 mg/dl at the time of the incident. Customer stated when the sensor was removed there was no cannula. The sensor will be returned for analysis.